Event description:
The syringe leaked during cement extrusion. Thhere was no adverse consequence for the pt.

Manufacturer narrative:
Summary of evaluation: the evaluation results indicated that the cause of the event is not device related but is associated with the technique used during preparing and delivery.